Event description:
A member of the purchasing department reports that the hospital staff opened a new flexi-seal signal fms and while testing the inflation of the balloon; the balloon leaked. The product was not used on the patient.

Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. A malfunction that leads to an increase in th leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. The device was not used on a patient. No additional event details are known at this time. A return sample for evaluation is not expected. (B)(4).